Manufacturer narrative:
(B)(4).hospital of implantation updated as initial reporter. The product ref # and lot # were received.

Event description:
Fyi: dr. (B)(6) reported this to (B)(6) in (B)(6) who reached out to (B)(6). According to the reporter: as you now know, I have a patient who may have experienced an allergic reaction to the pcox I implanted laparoscopically 2.5 weeks ago. I emergently removed the mesh yesterday after she presented with rapidly expanding abdominal wall edema and an indurated mass with a collection on ctscan. So far, based on lab analysis, there are no signs of infection. Interestingly, after the fact, the patient recalled that they have an allergy to contact lenses. I looked up contact lens materials on the internet, and guess what I find they are made of? "Soft contacts are made of pliable hydrophilic (water-loving) plastics called hydrogels." And guess what the barrier coating on pco is? That's right, a hydrophilic hydrogel! I realize the main two ingredients are porcine collagen and glycerol in the pcox. What is the reported incidence of an allergy here, and what are these patients specifically allergic to? The redness observed by dr. (B)(6) was in the outline of the mesh that was placed intrabdominally in an underlay fashion. On reoperation, there was fluid noted around the mesh which has been sent for culture. He will let us know about the results. The patient had allergies to a contact lens made about 20 years ago. She will be seeing an allergist. We are sending a picture from dr. (B)(6) of his findings prior to surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).